Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella device for mechanical circulatory support. During support, the patient experienced bleeding in the chest, a wound vac was placed, and 5 units of red blood cells were administered. Additionally, the patient's internal pacer stopped capturing the later third, causing ventricular tachycardia arrest. It was reported that the patient survived normal explant and the procedure.